Manufacturer narrative:
A review of the implant's manufacturing records indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
The pt is pursuing a product liability claim arising out of the use of the nexgen lps-flex. It is reported by the pt's counsel that the pt received a left tka on (B)(6) 2008 and had a left tka revision on (B)(6) 2009 due to pain.